Event description:
Alleged the head section of the bed is drifting down.

Manufacturer narrative:
Hill-rom has made multiple unsuccessful attempts to contact the customer, to determine the repair of the bed.